Event description:
Double needle - one was straight, and one was bent at a 45-degree angle. Does not have the box they came in, she put the syringes in envelopes in a drawer. Follow up call: when the needle was being pulled back from the insulin bottle she stated the needle had bent. She isn't sure what box the defective needles came from. She opened about 5 bags and places them into a little container and is unsure of the lot #. She wants to send the used syringe back or she's putting it on (B)(6). I explained to her we cannot take any used syringes back, she then stated the syringe was capped and all we need to do is pull the cap off. She wants the return label to be mailed to her. She doesn't want anything from it, she just wants to report what happened.